Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: no device malfunction has been reported. It was reported that the balloon would not inflate. There was no pt effect. No add'l event or pt info is available. This is being filed based on the returned product eval that revealed a balloon rupture.

Manufacturer narrative:
(B) (4): results - quality engineering was unable to determine a root cause for the reported failure to inflate/balloon rupture. Eval summary: quality assurance analysis revealed that the dilatation catheter was returned with blood on the balloon, on the distal shaft, and in the hub. There was crystallized contrast in the inflation lumen and in the balloon. The balloon was loosely folded. The proximal and distal shoulders of the balloon were wrinkled. There was a longitudinal rupture in the proximal taper for a length of 1 cm distally. There were no visible scratches. There was a bend in the bayonet portion of the hypotube. There was no other damage noted to the dilatation catheter. The catheter will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned dilatation catheter noted blood on the balloon, and on the distal shaft. There was crystallized contrast in the inflation lumen and in the loosely folded balloon. This is all consistent with the reported info that the product was prepared for use, inserted into the pt anatomy and inflation of the balloon was attempted. Analysis noted that there was a longitudinal rupture in the proximal taper for a length of 1 cm distally. There were no visible scratches. Although this damage was not reported by the account, it is likely that this was interpreted by the account as a difficulty to inflate and what was intended to be reported. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The anatomical conditions were not reported, which may have aided in eval and determination of cause for the reported balloon rupture. It is possible that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. The returned dilatation catheter was sent to sem for further analysis. Sem determined that the balloon rupture may be attributed to material/processing resulting from tearing along the inner surface. This damage may be the result of multiple inflation/deflation attempts or from high stress/pressure applied to the balloon material. Analysis noted that the proximal and distal shoulders of the balloon were wrinkled, and there was a bend in the bayonet portion of the hypotube. This damage was not reported during the inspection prior to use and is likely the result of the procedural attempts to advance and remove the dilatation catheter during the procedure or from handling during packaging for shipment back to abbott vascular for eval. Analysis also noted that there was blood in the hub. This may be related to handling of the product at the account and does not appear to have contributed to the noted balloon rupture. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint, and all lot release testing met spec. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There are no indications of a product quality deficiency. A conclusive cause for the noted balloon rupture could not be determined. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.